Manufacturer narrative:
(B) (4): information is unavailable; device was not returned for evaluation. Additional followup: a package insert was sent to the sales representative. The rep met with the account on june 15, 2010. The device is contraindicated for use on the aorta. Per the rep-the rep was not present for the procedure. The rep informed that surgeon that this device is contra indicated for the aorta. The surgeon also mentioned that he knew he would have to clamp the vessel. This was the first time the surgeon had ever fired the device. The device cut however, the staple line did not hold. The patient expired; the initial operation was on june 14, 2010. Spoke with sales rep; he was unaware that the patient was deceased. He indicated that the surgeon had not used the device before and had not been inserviced. The rep had briefly discussed the device with the surgeon, but not inserviced. The surgeon had not used the echelon straight, he is an ez user. Per the ees sales rep: this is a recent conversion and the plan coordinated with the hospital was to convert/inservice the general surgeons first and then cardio-thoracic. He had not had the opportunity to inservice anyone in the cardio thoracic area on echelon. Once he was advised of this event, he followed up with the or staff and the surgeon as well. The or personnel confirmed that outside of this particular procedure, no one utilizes the stapling devices on the aorta. He then met with the surgeon and during the conversation highlighted that the devices are contraindicated for the aorta. The surgeon advised that the patient was being treated on an emergent basis for an infection, and an aortic stent that needed to be replaced and had other complications, possibly esophageal perforation as well. The surgeon had never used a stapler on the aorta previously but this procedure required transection of the aorta and that is why he chose this device. When he fired the device on the aorta and there was difficulty, he was able to clamp immediately. There was also difficulty during dissection and when creating the window, the pulmonary artery was damaged and that bleeding was controlled as well. The procedure was completed and the patient was placed in ICU. The patient expired a few days after the procedure and no details are known as to cause of death. The device was not saved. The procedure was approximately 11 hours in length. Message from ees medical consultant: "I spoke with dr. (B) (6) today regarding this case. He was in an exceedingly rare and complicated case of aorto-esophageal fistula and needed to rapidly divide the aortic root from the heart. He used an echelon stapler with a vascular load and the staples did not hold. He quickly clamped the root of the aorta and continued the operation. He felt like the device functioned appropriately, but the staple legs were not long enough to form appropriately. Also, during dissection of the pulmonary artery significant bleeding occurred due to inflammation of the vessel. The operation was completed, but the patient did not survive. He succumbed post operatively due to anoxic brain injury. "

Event description:
It was reported that during an aorta procedure, the device was used to staple the aorta and the staples did not hold. It is unknown if clamping was used to control bleeding. No other details were presently known. The exact condition of the patient was unknown. The device was discarded.